Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller then noted the patient said they are not sure if their stimulator is still functioning. The caller did not have additional information when asked to clarify why the patient believes this. Caller also requested information on turning stimulation off. The patient was able to successfully turn on stimulation for the left ins. No patient symptoms were reported and no further complications have been reported as a result of this event.